Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A 910120a lumbar drainage set was reported to have leaked cerebrospinal fluid from the nanometer. The unit was in contact with the patient but, there was no injury or death involved with this event. The event lead to an increase in the surgery time of one hour or more. The unit was exchanged for a new one and the surgery continued.